Event description:
A 74 year old male, status post hancock aortic valve replacement 12/97, then symptomatic of acute stenosis. Admit 11/18/98. To or and found pt's prosthetic valve was very stenotic. This was due to accumulation of clot and fibrin heavily on two of three leaflets on the aortic side. Aortic valve replacement with 23mm porcine xenograft valve.